Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa nano system within 10 minutes: 232 mg/dl, 95 mg/dl, 100 mg/dl and 122 mg/dl. No adverse event reported. Requested return of suspect device for evaluation.